Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2016 due to instability. All components were removed and replaced with competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Examination of the returned device indicated wear. Review of the device was unable to confirm the reported complaint and a conclusive root cause for the event could not be determined.